Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had power error detected on insulin pump. The customer blood glucose level was 125 mg/dl. The customer states they got power error detected. The customer was assisted with troubleshoot. Customer reports pump has been exposed to temperatures below 41°f. The customer states power error detected had recurred within a week of troubleshoot from previous occurrence the customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error alarm due to j6 connector resistance issue.